Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A majority of the fibers on the potting cut surface of the non-cavity ID end were plugged with pu. The fibers were noted to be open the cavity ID end. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that at the start of the patient¿s hemodialysis (hd) treatment, only half of the dialyzer filled with blood. No blood leak was noted. The fresenius 2008t machine was setup correctly, and did not alarm. The clinical manager was unable to confirm if the dialyzer was occluded. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.